Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient presented to the hospital after experiencing unspecified activity from the implantable cardioverter-defibrillator (ICD) for an unspecified arrhythmia. The ICD was reprogrammed. The patient¿s lactate dehydrogenase level was 360 u/l. The patient¿s condition subsequently declined; no specific symptoms were provided. An echocardiogram revealed that the left ventricle was not unloading. The patient's inr was within the target range of 2.0-2.5. Thrombus was suspected and an unspecified thrombolytic was administered. Lysis was unsuccessful. The patient underwent a pump exchange on (B)(6) 2015 and is reportedly doing well post-exchange.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Manufacturer narrative:
The device was not available for evaluation. The report of suspected thrombus could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.